Event description:
The user reported that that arterial pump stopped even though no alarm was heard. The cardioplegia pump continued to operate. The pump event log had recorded instances of air detected in the pump circuit. No pt injury was reported as a reported as a result of this event.

Event description:
The user reported that the arterial pump stopped even though no alarm was heard. The cardioplegia pump continued to operate. The pump event log had recorded instances of air detected in the pump circuit. No pt injury was reported as a result of this event.